Event description:
Event verbatim [preferred term] her granddaughter (patient) broke open one of the cells from the wrap and got the contents on her skin [accidental exposure to product], her granddaughter (patient) broke open one of the cells from the wrap and got the contents on her skin [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer reported for her granddaughter. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer stated her granddaughter (patient) broke open one of the cells from the wrap and got the contents on her skin on an unspecified date. The site was rinsed off and she dug the packaging out of the trash and it stated to seek professional assistance immediately. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Product investigation report stated: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- # hazard analysis thermacare heat wrap product: 8 and 12 hour. The site investigation is in process. Sample evaluation was not available. Additional information has been requested and will be provided as it becomes available. Follow-up (02mar2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information reported from a contactable consumer via product quality complaints includes severity of harm and reasonable suspicion of a device malfunction. Company clinical evaluation comment: the event "broke open one of the cells from the wrap and got the contents on her skin" (device leakage) and "accidental exposure to product" were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "broke open one of the cells from the wrap and got the contents on her skin" (device leakage) and "accidental exposure to product" were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] her granddaughter (patient) broke open one of the cells from the wrap and got the contents on her skin [accidental exposure to product] , her granddaughter (patient) broke open one of the cells from the wrap and got the contents on her skin [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer reported for her granddaughter. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer stated her granddaughter (patient) broke open one of the cells from the wrap and got the contents on her skin on an unspecified date. The site was rinsed off and she dug the packaging out of the trash and it stated to seek professional assistance immediately. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Product investigation report stated: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- # hazard analysis thermacare heat wrap product: 8 and 12 hour. Sample evaluation was not available. Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (02mar2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (11nov2019): new information reported from a contactable consumer via product quality complaints includes severity of harm and reasonable suspicion of a device malfunction. Follow-ups (12nov2019 and 15nov2019): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment: the event "broke open one of the cells from the wrap and got the contents on her skin" (device leakage) and "accidental exposure to product" were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time., comment: the event "broke open one of the cells from the wrap and got the contents on her skin" (device leakage) and "accidental exposure to product" were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass heat cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Her granddaughter (patient) broke open one of the cells from the wrap and got the contents on her skin [device leakage], her granddaughter (patient) broke open one of the cells from the wrap and got the contents on her skin [accidental exposure to product]. Case narrative:this is a spontaneous report from a contactable consumer reported for her granddaughter. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The consumer stated her granddaughter (patient) broke open one of the cells from the wrap and got the contents on her skin on an unspecified date. The site was rinsed off and she dug the packaging out of the trash and it stated to seek professional assistance immediately. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (02mar2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: the event "broke open one of the cells from the wrap and got the contents on her skin" (device leakage) and "accidental exposure to product" were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. Comment: the event "broke open one of the cells from the wrap and got the contents on her skin" (device leakage) and "accidental exposure to product" were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.